Manufacturer narrative:
The pump was received with motor error alarms during the rewind and a motor position encoder error alarm was confirmed in the alarm history due to a corroded motor home switch. Unable to perform functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the motor error alarm. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed no delivery multiple times and then alarmed motor error. Customer also mentioned receiving a motor position encoder error. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer declined troubleshooting for the high blood glucose readings of 327 mg/dl and has not treated. Insulin pump is being replaced.